Manufacturer narrative:
The device catalog number and gtin number have been corrected in section d4.

Event description:
It was reported that the patient died following an accident in an ambulance. Further information has not been provided at this time.

Manufacturer narrative:
The device was not accessible for evaluation. A review of the information provided indicated that the shoulder restraints were not used. Further information surrounding the incident was not available as the alleged issue has on-going legal matters.

Event description:
It was reported that the patient died following an accident in an ambulance.

Event description:
It was reported that the patient died following an accident in an ambulance. Further information has not been provided at this time.